Event description:
It was reported that the device hated up during a routine equipment evaluation at the user facility. Since this occurred during testing, there was no pt involvement. No user injury or adverse consequences were reported with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted when the investigation is completed.